Event description:
Clinical engineer is requesting assistance with reading the event log where the device infused slower than expected. The customer reported a patient was to receive etoposide in an approximately 520 ml bag to run at 545 ml/hr, this usually take one hour. The infusion took 1:20 minutes. The set (model 10013890) was pre-primed to the tip of tubing in the pharmacy with the chemotherapeutic agent. Below the pump the set is connected to a normal saline line (model 2460-0007) at the upper port which is run at 25 ml/hr. There was no patient harm or medical intervention required. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the log review is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.